Manufacturer narrative:
No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is completed.

Event description:
It was reported that the patient came to clinic and green pump running symbol was not working. System controller was exchanged with back up.

Manufacturer narrative:
Section d4, h4: correction

Manufacturer narrative:
Manufacturer's investigation conclusion: the reported event of the controller green light not working was not confirmed. The system controller was not returned. The provided information indicated that the patient switched to their backup controller after they saw that the green light wasn¿t working. There were no pictures or additional documents provided. The reported system controller, serial number (B)(6), was not returned for analysis. Multiple attempts were made to obtain additional information from the customer regarding the event; however, no response was received. A root cause for the reported event cannot be conclusively determined through this analysis. The patient handbook and instructions for use (IFU) also cautions the users to call their hospital contacts if they think, for any reason, any portion of their equipment is not functioning as usual, is broken, or they are uncomfortable with the operation of the equipment. Heartmate ii instructions for use section 8, ¿equipment storage and care¿, and heartmate ii patient handbook section 6, ¿caring for the equipment¿, explain how to properly maintain the integrity of the system controller. No further information was provided. The manufacturer is closing the file on this event.